Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device* pro access and dissector system. The visual inspection of the returned product noted that the obturator top was disengaged. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic repair of right inguinal hernia procedure, wherein the obturator broke in half when the surgeon removed it from the trocar. There was no patient injury.